Manufacturer narrative:
A DHR review was completed for the lot in question. There were no noted non-conformances during production or associated with the raw material lots used. There have been no other complaints for this lot. Testing of the retain is underway to determine if the complaint can be replicated.

Event description:
End user states that the defib pad seems to not communicate with the lifepak and loses connection at times. It was stated that only this lot has been an issue.

Manufacturer narrative:
Devices from the end user were returned for testing. The samples from the customer and the retains from the production lot were tested. There was no loss of connection observed and all shocks were delivered as anticipated. The malfunction cannot be replicated and complaint cannot be confirmed.